Event description:
The pt was scheduled for a laparoscopic cholecystectomy, possible cholangiogram, with a preop of acute cholecystitis/cholelithiasis. An incidental appendectomy was also performed. No immediate post op complications. The malfunction was detected after the cholangiogram was completed. The surgeon was unable to deflate the balloon to remove it. The surgery was converted to an open cholecystectomy by performing a laparotomy incision. Extended recovery due to larger incision was required for the pt.

Manufacturer narrative:
The device was not returned for the evaluation. We were not able to verify the failure . The root cause of the malfunction is inconclusive. The device history records were reviewed and all manufacturing and quality inspections were completed in accordance to the manufacturing instructions. Please note that no pt injuries happened.